Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The balloon inflated concentrically with 10cc di water and no leaks were noted. The catheter was allowed to rest undisturbed for 5 minutes with no leaks. The balloon deflated passively with 10cc returned and no leaks noted. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was leaking onto the bed and soaked the entire pad. It was also reported that after changing the pad, a syringe was attached to the port to draw urine for a lab ordered for the patient when the hub of the port broke off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was leaking onto the bed and soaked the entire pad. It was also reported that after changing the pad, a syringe was attached to the port to draw urine for a lab ordered for the patient when the hub of the port broke off.